Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the reported event. The se replaced the graphic user interface (gui) printed circuit board (pcb) to resolve the issue.

Event description:
It was reported that a ventilator display was blank. There was no report of patient involvement.